Manufacturer narrative:
After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The k electrode lot number is dyc70 with an expiration date of 03-may-2026. The cl electrode lot number is eap72 with an expiration date of 09-mar-2026. The field service representative found ise noise errors occurred due to blockage on the sipper and vacuum nozzles. He cleaned the nozzles and cups and checked the electrodes. He performed checks and tests with acceptable results. The investigation is ongoing.

Event description:
There was an allegation of questionable potassium electrode and ise indirect cl for gen.2 results for 1 patient sample on a cobas pro ise analytical unit. The initial k result was 6.19 mmol/l, and the repeated result was 4.20 mmol/l. The sample was tested on another module, and the result was 4.20 mmol/l. This result was believed to be correct. The initial cl result was 64.1 mmol/l, and the repeated result was 104.8 mmol/l. The sample was tested on another module, and the result was 105.0 mmol/l. This result was believed to be correct. The sample was repeated due to a data flag on the initial na result.